Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had an output set to 0.5v for a previous procedure, therefore the lead was not capturing. Lead capture was reprogrammed to auto testing auto threshold first. No additional adverse patient effects were reported.